Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that upon interrogation it was noted that there was a right ventricular (rv) lead alert in (B)(6) 2015. It was noted that at that same time the capture threshold and impedance trends showed a significant increase. Also, during the interrogation it was observed that the rv lead had inappropriate sensing and was unable to capture the rv when pacing at maximum outputs. Additionally there was high impedance and a confirmed fracture as fluoroscopy of the lead showed an evident fracture/insulation breech in the proximal portion of the rv lead. The lead was capped and replaced. It was additionally reported that the patient suffered a pneumothorax during the implantation of the replacement rv lead and had to have a chest tube placed post-operatively. The replacement lead remains in use. No further patient complications have been reported as a result of this event.